Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer consumed cake and a glass of milk to address bg. System check was performed by tandem technical support and the pump is functioning as intended. No further assistance required.